Event description:
Per pt pump was already empty by (B)(6) 0230 when she was taken to the hospital by ambulance for nausea and chest pain. At the setting of 4.4cc/hour the volume infused should have been 158.4 for the 36 hours it was running.